Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the health care provider regarding the pump's refill history. On (B)(6) 2016, 4.5 ml of drug was expected to be in the pump and 4.5 ml of drug was removed from the pump. On (B)(6) 2016, 15 ml of drug was expected to be in the pump and 15 ml of drug was removed from the pump. On both occasions, the pump was filled with 40 ml of compounded fentanyl and bupivacaine. The pump was programmed both times to deliver 1000 mcg/ml fentanyl at 384.7 mcg/day and 20 mg/ml bupivacaine at 7.693 mg/day in simple continuous mode.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 1000mcg/ml at 384.7mcg/day and bupivacaine 20mg/ml at 7.693mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. The motor stall occurred on (B)(6) 2016 at 18:13 and stopped pump period may exceed tube set occurred on (B)(6) 2016 at 18:13. The patient was in for a refill the day of the report when they saw that a motor stall had occurred. It was recommended to inquire about the patient having an MRI, symptoms and volume discrepancy. It was reviewed that the patient may have had an MRI and the pump thinks it's stalled but was actually infusing. The event date was noted as (B)(6) 2016. The reporter called back the same day and stated that the programmer said there was 35ml in the reservoir and the healthcare provider aspirated 15ml. They did not perform the refill and the patient was coming back tomorrow. Per the reporter the patient did not report any symptoms. The patient had had foot surgery on the day of the stall but said that they had not had an MRI. The pump was not interrogated again to verify if a recovery had occurred. Additional information received on (B)(6) 2016 reported that the motor stall occurred on (B)(6) 2016. The only notable symptom was general increase in pain. The pump was refilled and reprogrammed on (B)(6) 2016. This did not resolve the motor stall. Diagnostics were simply a reading of the pump and logs. The cause of the stall was not determined. The motor stall did not recover. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump revealed corrosion of the gear train. It was also noted that the motor stall was due to the shaft bearing on the gear train.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.